Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No eval will be performed. No conclusion can be drawn.

Event description:
A pt contacted our firm and reported he developed a corneal ulcer od while wearing acuvue oasys for astigmatism contact lenses. During our conversation with the pt, he did not mention any issues with his os. The pt signed a release and on (B)(6) 2013, we called the ecp's office and they faxed a copy of the (B)(6) 2013 exam and the (B)(6) 2013 f/u exam. The initial exam record indicates the pt c/o redness od x 6 days and pt received rx for tobramycin q2h from urgent care center "which didn't seem to help." Pt's va with old glasses 20/30 os. The slit lamp exam (sle) revealed the following: (+) bulbar conjunctival injection; palpebral follicles (gpc); (4+) pannus; tear film abnormal (dry). Diagnosis: "pannus ou; gpc; conj hyperemia." The pt was not prescribed medications for the os. "Should switch to dailies and rest eyes more. (Non oasys). Return to office (rto) 1 to 2 weeks to check pu pannus and od corneal ulcer. The pt rto on (B)(6) 2013 for f/u. The pt's va 20/25 os. Sle: there is no mention of pannus os. The record indicates the pt had dry eyes ou. Spoke with the ecp on (B)(6) 2013; she said the pannus was "pretty bad" but did not extend into the visual axis. The ecp felt the pannus were due to the pt's dry eyes and contact lens over wear. The pt has returned to contact lens wear. The event in pt's od is reported in MDR 1033553-2013-00107. No additional info is expected. Product was requested for eval but has not been received at this time. If additional medical or product info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise mgmt review meetings.